Event description:
The report received from the field indicated that while preparing for a procedure, the long gen / pro 29 x 90 bil 80 stent was noted to be defective/damaged. There was no patient injury reported. Addendum: preliminary inspection of the returned product indicated that the stent was shifted proximally on the balloon/stent delivery system (sds).

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that while preparing for a procedure the palmaz genesis stent was noted to be shifted proximally on the balloon/stent delivery system (sds). There was no patient injury reported. The product was returned for inspection. One non sterile long gen / pro 29 x 90 bil 80 catheter was received coiled inside a plastic bag. The stent was out of its original position. No damages were noted in the stent. No other anomalies were noted along the device. During microscopic analysis crimping marks were observed between the marker bands. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ dislodged-during prep was not confirmed since an attempt to inflate the balloon was performed. The reported stent/damaged was not confirmed since no damages were found in the stent. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.